Event description:
Hold for review - dpm 6.16.2023

Event description:
The manufacturer was informed on this event through the (B)(6) registry. On (B)(6) 2014, a patient received a mitroflow dla21 in aortic position. The pre-operative diagnosis was aortic stenosis (calcification). The preoperative mean/peak gradients were 59/85 mmhg. At discharge, the echo showed a mean gradient of 17mmhg. The manufacturer received a notification of an adverse event: on (B)(6) 2019, a re-do surgery was performed to explant the device. Structural valve deterioration was identified. The device was replaced with a non-livanova device. Yearly data on the device functionality is available on the database: the mean gradient was 17mmhg, 10mmhg, 18mmhg, 39mmhg in 2015, 2016, 2017 and 2018, respectively. The regurgitation is not recorded on the database. Additional information received from the site confirmed that no examination was performed on the explanted valve. The patient is reportedly alive after the re-do surgery.